Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that as per the mitraclip ntr/xtr instructions for use states: use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation of leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both clip arms and adequate mr reduction. Additionally, the warning states: failure to confirm that both grippers have been lowered onto the leaflets prior to closing the clip may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a single leaflet device attachment (slda). All available information was investigated, and the reported improper or incorrect procedure appears to be related to the user not following steps in IFU (not confirming proper leaflet grasping). The detachment of device component appears to be related to the user error. The embolism was a result of procedural conditions/cascading effect of the ccd, and mr was a cascading effect of the embolism. The reported patient effects of emboli (embolism), and mitral regurgitation(mr) are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip ntr (90116u265) referenced is filed under a separate medwatch report number.

Event description:
This is filed for deployed clip detachment and embolization, while still attached to the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After implantation of the second clip (mitraclip ntr / 90116u265), a tear in the posterior leaflet was observed. A third clip was advanced, however, the leaflets could not be grasped therefore the clip delivery system with un-deployed clip was removed. A mitraclip xtr (90103u105) was advanced, however, due to restricted echo visibility, it could not be approved that both leaflets were grasped. After deployment, the clip detached and embolized to the left atrium while still attached to the gripper line. The mr remained unchanged at grade 4. The same day, the patient underwent surgical mitral valve replacement. Hospitalization was prolonged no additional information was provided.